Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was damaged and stretched and had moved distally on balloon. During analysis, the mandrel was difficult to remove from the device, due to the presence of solidified contrast media within the guidewire lumen, however the mandrel was able to be removed with moderate force. As part of the device analysis a recommended size 0.015 inch product mandrel was able to be advanced through the tip and wire lumen without resistance. The bumper tip profile of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon, however crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06031 and 2134265-2015-06030. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). During unpacking of a 2.50x16mm promus element stent, the physician noted that the stylet was stuck on the stent. The physician pulled the stylet harder and the stent was distorted. The physician then implanted a 2.50x24mm promus element stent, followed by a 2.5x38mm promus element stent, on the target lesion. Post implantation, timi 3 flow was obtained. The procedure was completed successfully and the patient was shifted in the coronary care unit (ccu). After a few hours, the patient complained of acute chest pain. The physician was contacted, but the patient died before the physician could reach the hospital.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06031 and 2134265-2015-06030. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). During unpacking of a 2.50x16mm promus element stent, the physician noted that the stylet was stuck on the stent. The physician pulled the stylet harder and the stent was distorted. The physician then implanted a 2.50x24mm promus element stent, followed by a 2.5x38mm promus element stent, on the target lesion. Post implantation, timi 3 flow was obtained. The procedure was completed successfully and the patient was shifted in the coronary care unit (ccu). After a few hours, the patient complained of acute chest pain. The physician was contacted, but the patient died before the physician could reach the hospital.